Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010. During this procedure, the physician also removed eroded protegen mesh. The patient was also implanted with ams' monarc subfascial hammock during a procedure on june 2, 2010. During this procedure, the physician also removed mesh (type unknown) which was eroding and extruding from the patient's vagina. The patient continues to suffer from incontinence, vaginal mesh extruding from her vagina, mesh erosion and scar tissue. All other information is unknown and unavailable.